Manufacturer narrative:
Concomitant medical products: product ID: 977a275, implanted: (B)(6) 2018 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for postoperative pain. It was reported that the impedances increased. No x-ray images were available. Telemetry data was available. A consultation was scheduled in the future and a reoperation for confirming the connection might be performed. No interventions/actions were taken at this point. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was still in use and the issue was not resolved. There were no interventions or actions taken to resolve the increase impedances and no further consultations had occurred. Review of device interrogation records noted that electrodes 8-15 had impedances that were >30000 ohms. There were no patient symptoms reported; there remained no complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the lead found all conductors were broken 17.5 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that while the patient¿s stimulation was stable for a while after initial implant, eventually their feeling of stimulation often changed. It was further reported that both the stimulation site and strength of stimulation would change. Impedance testing performed in 2018-aug found high impedances, as previously noted. The lead ¿connection was confirmed¿ also during the 2018-aug ins check. X-ray imaging of the patient¿s lead was performed several times and found the lead tip position ¿moved up and down every time.¿ ultimately, the patient¿s fractured lead was replaced on (B)(6) 2018 and the previously observed high impedances were no longer observed after replacement. During lead replacement it was confirmed the anchor was lead anchor was firmly fixed. It was speculated that fracture might have occurred at the fixed position (within the epidural space) because the lead had moved up and down due to some unknown reason and that the lead was twisted repeatedly. It was noted the patient was originally implanted with two leads and that only one lead was replaced at the time of replacement. Initial review of the lead prior to return to the manufacturer for device analysis found the lead fractured at both the tip of the anchor and at the connection part with the ins. The cause of the fracture was stated to be unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. H2 correction: please note the ins serial number has been identified at this time. Additionally, the manufacturing site ID captured in section g9 has changed from (B)(4) to (B)(4) at this time; however, this field will not be updated at this time due to constraints in the regulatory reporting system. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: please note that patient code c76143, method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.